Manufacturer narrative:
H3: product analysis #(B)(4), product: 2942001, lot: ct22e004 visual and microscopic examination confirmed the weld that connects the knob to the center shaft has broken. Microscopic examination of the weld did not show any obvious signs of defects that could contribute to the instrument weld breaking. This type of damage is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a device used for direct lateral interbody fusion spinal therapy. It was reported that the inserter broke. There was no patient involved.